Event description:
During the atrial fibrillation procedure, an air leak occurred. A non-abbott device (octaray mapping catheter by johnson and johnson) was being used to complete a pre-map when a cable got wet affecting its functioning. The catheter was exchanged for another octaray mapping catheter. Several routine catheter exchanges were performed with no issues. While slowly introducing a non-abbott device (farawave pfa catheter by boston scientific), air was aspirated. It is believed the physician inserted 10cm before aspirating as was instructed. The sheath was replaced with a non-abbott device (faradrive steerable sheath by boston scientific) to complete the procedure with no adverse consequences to the patient.

Manufacturer narrative:
One 13f agilis steerable introducer sheath was received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A corrective action was initiated to investigate the failure mode of the agilis leak.